Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issues of catheter defective/ damaged was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd insyte-n yel 24ga x 0.56in catheter defective/ damaged it was reported that the baby is cannulated, the catheter packaging is opened, the catheter is loosened from the core and when this procedure is performed the core goes to one side (it twists when the catheter is removed) the catheter is loosened in a very delicate way. Lot number: 4058321. The catheter is kept; it is in the office. Additional information received on 07/30/2025 is there any patient impact, if yes, please explain in detail? A: there was no impact on the patient. Could you please share the photo samples related to this event? A: evidence is sent can you please confirm the affected quantity? A: 1 unit for sample collection: please inform: the sample has already been shipped.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.